Event description:
Hello my complaint is against a product called essure, I've had this birth control for 6 years now and my health has been down hill since essure, which I was told to be very safe but I've found to be a death trap and I want my life back, I lost my husband of 20 years to chf which I took care of him until he pass on my birthday 2 years ago and while taking care of my spouse my own health started to get worse. I've never been to the doctor so much in my life but over the last 6 years I've been to see a doctor every month plus hospital visits for pain from essure. This product has ruined my life. High blood pressure, endometriosis, polycystic ovaries, leg camps, muscle cramps, bowel problems, loss of hair, loss of teeth, insomnia, joint pain problems remembering things, dry skin, unexplained bruising, numbness in my feet and hands, blurred vision.